Event description:
This is filed to report the use of an expired product it was reported this was a triclip/mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. It was noted an expired triclip steerable guide catheter (tsgc) was used. Two clips (one triclip and one mitraclip) were implanted, reducing mr to a grade of 1. However, both devices were also expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure or method (use after expiration) associated with the use of a cds after its use-by date, and the reported off-label use (patient selection) associated with the use of a mitraclip on the tricuspid valve, were due to user choice. It should be noted that the mitraclip g4 instructions for use (IFU) states ¿the mitraclip¿ g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ additionally, it should be noted that under the warnings section it is stated to ¿note the ¿use by¿ date specified on the package. Inspect all product prior to use. Do not use if the package is open or damaged, or if product is damaged.¿ there is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 2017 - failure to follow steps / instructions h6: device code 1494 - patient selection (use in tricuspid valve).